Manufacturer narrative:
The event of lead revision was reported to abbott. The leads and anchors were explanted and replaced due to lead migration. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-07969. It was reported that the patient experienced a double scs lead migration. Surgical intervention may take place at a later date to address the issue.